Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture knot is tightened down. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus injury repair surgery, the t1 of a fast-fix 360 did not deploy. The procedure was resumed, using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.